Manufacturer narrative:
Follow-up # 3.supplemental sent to correct information contained within follow-up # 1 (fu1). The reported primary and secondary issues were inaccurate and further testing had been omitted. The MFR narrative should read:"the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The test strips were futher evaluated by product analysis and were found to be contaminated. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed."appropriate evaluation codes have been included with this supplemental.

Manufacturer narrative:
Follow-up #4: this supplemental is being sent to include the following information that was omitted from follow-up #3: it was previously reported that the retain test strips failed performance testing with blood; however, they have been further evaluated by lifescan product analysis and the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and obtained during a follow-up call with the patient from the medical surveillance specialist. The reporter stated that the alleged product issue began on (B)(6) 2015, at around 9:00pm. The reporter stated that the subject meter displayed an error message but she wasn't sure what the message was. The patient manages his diabetes with humalog and levemir diabetes medications. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed symptoms of a "stroke" a few days after the alleged product issue began. The reporter stated that she received hcp advice to have the patient squeeze her hand to verify the stroke. The reporter stated that the patient's blood glucose was tested using an ems device but she was not sure of the result obtained. The patient stated that he was taken to hospital by ambulance (date/time not known) where he received hcp treatment including "shots" (medications unknown) and assistance to move his legs. The patient stated that the hcp at the hospital diagnosed a stroke possibly caused by low blood glucose. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with a walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly received hcp treatment in hospital for symptoms suggestive of a severe low blood glucose after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. A secondary issue was also noted when the test strip enzyme was found to be contaminated. In addition, product analysis also performed testing on retain test strips. The retain test strips failed performance testing with blood as they were found to be biased low at 100mg/dl. If lifescan obtains additional information regarding this complaint a follow-up report will be submitted. At this time, lifescan considers this matter closed.